Manufacturer narrative:
The insulin pump had a motor error alarm during basic occlusion test and a compromised force sensor system alarm noted during the prime test due to moisture damage on the force sensor resistor. The device had an intermittent button response noted due to corroded keypad traces. No button error alarms noted. The device had a corroded electronic assembly and corroded motor assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 220 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.